Manufacturer narrative:
Product complaint number: (B)(4). Component code: (B)(4) device not returned. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name: (B)(4). Active ingredient(s): triclosan. Dosage form: suture/solid/parenteral. Strength: 275 g /m.

Event description:
It was reported that a patient underwent a lower uterine cesarean section on (B)(6) 2021 and suture was used. When the surgeon sutured two-thirds of the fascia layer the problem of pulling off the suture needle happened. After checking that the needle was intact, another like device was used to complete the procedure. There were no patient consequences reported.